Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 78mg/dl. The customer stated that the insulin pump was exposed to an MRI while being at the doctor's office. Troubleshooting was performed. Ran a displacement test and the insulin pump failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify motor error alarm in alarm history screen or perform the displacement test and excessive no delivery test due to motor error alarms.